Manufacturer narrative:
H3: product analysis # (B)(4):¿ equipment used: vis (m-81805) ¿ drawing(s) referenced: none ¿ as found condition: the navien catheter was returned for analysis within a shipping box, within a plastic bio-pouch, within an opened navien inner pouch (b442218), and within a dispenser coil. ¿ damage location details: the navien catheter was returned in two segments. The navien catheter shaft was found to have detached from within the catheter hub. No damages were found with the catheter hub. The tubing material at the distal end of the catheter shaft was found damaged. No bends or kinks were found with the catheter shaft. The catheter distal marker/tip was found to be in good condition. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as the navien catheter was returned in two segments. Inadequate and/or incomplete hub bonding due to using an incorrect amount of uv adhesive, an incomplete uv adhesive cure, voids within the adhesive, or insufficient adhesive coverage can cause detachment of the catheter shaft from within the hub. (Rosaj10 2023-07-06). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when preparing to use the navien catheter, it was found that the hub fell off. It was reported there was a catheter separation/break. The separation/break was found out of package or during preparation. The package was not damaged. The package did not show evidence of tampering. The broken location was the proximal section of the catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing a mechanical thrombectomy. The accessed vessel diameter was 6 mm. It was noted the patient's vessel tortuosity was normal. Additional information received that it is unknown if the damage was directly out of the package or after preparation. The accessed vessel is unknown. The patients baseline and post thrombectomy condition scores (mrs, nihss, tici scores) are unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.